Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported the non osseointegration of two dental implant cm drive implant 3.5x13 mm, but did not provide any other info about the case.